Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir migrated a couple months ago. A revision surgical procedure was performed in which the existing reservoir was explanted and replaced with a new one without patient complications. The doctor used a new separate incision for the new reservoir.